Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed trouble shooting and found out that device is not calibrating and transducer test fails. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported transducer alarm with irregular ventilation on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.